Event description:
The catheter was inserted without a problem. When the nurse went to remove the catheter, she noticed the catheter had separated from the adapter. A radiography was taken and showed the catheter was still in the left forearm. The pt had to be hospitalized longer. The ultrasound didn't show any presence of the catheter.

Manufacturer narrative:
Add'l info has been requested. The sample is not available for investigation. Upon completion of the no sample investigation, a supplemental report will be submitted.